Event description:
Impedance readings >4000 ohms was reported on all or some of the bipolar pairs. Electrodes 4-7 were not programmed. The neurostimulator was depleted. The device was replaced. Impedances were normal. The stimulation was satisfactory to the pt post-operatively. Refer to MFR report # 6000032-2008-04655.